Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is not listed because they could not confirm the problem. The unit is not alarming or leaking at this time.